Event description:
Device malfunction: failure to deploy-locator wings. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using the starclose se device after an unspecified procedure. Reportedly, during step #2, the plunger would remain depressed to deploy the locator wings. The device was removed and manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.